Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. A receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.